Event description:
It was reported that during implantation only 6 or 7 electrodes were able to put into the cochlea, due to the narrowing configuration of her cochlea. At the initial stimulation appointment the ift and mcl results were consistent with this placement. Currently, channels 1-4 are activated with 5-12 globally deactivated due to no percept or facial stimulation. The pt complains of hearing a 'boom, boom' sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.